Event description:
It was reported that the right ventricular (rv) lead showed high impedance; no capture at maximum output bi-polar and unipolar, high thresholds, oversensing and undersensing. There may be a possible lead fracture. It was noted that the patient states the patient "uses large pick ax to till ground for [patient's] garden" which coincided with the time frame of acute lead impedance and threshold changes. The rv lead was reprogrammed. It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Electrical test results were failed. Destructive analysis was performed and visual inspection found both that both conductors fractured in-vivo/ flexed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 pacemaker 2007 (B)(6); 5076-52 implantable pacing lead 2007 (B)(6). (B)(4).